Manufacturer narrative:
A visual inspection was performed on the returned guide wire, and the reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported separation. The noted offset coils, bends and teflon coating damage likely occurred during packing for returned analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that there was no difficulty and no excessive force required to remove the balance middle-weight (bmw) guide wire from the packaging. There was no damage noted to the packaging, but the bmw was found broken in two pieces. There was no patient involvement. Another bmw was used to complete the procedure. No additional information was received.